Event description:
Nerve hook piece broke off while md was using on patient during procedure. Piece was suctioned into a canister by the md and visualized by staff. A c-arm was used to verify no other parts remained in the patient. Believe that age of instrument was a contributing factor.======================manufacturer response for nerve hook, (brand not provided) (per site reporter).======================none at this time.what was the original intended procedure?cervical fusion.